Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was feeling shocking sensation at the pocket site. The sensation occurred randomly approximately 4-5 times per day. The patient also experienced strong stimulation through out the entire body once when the stimulation was turned on after it was turned off using the magnet. No further information is available at this time.